Manufacturer narrative:
B5: upon follow up, it was reported the cause of the peritonitis was unknown. The patient was hospitalized and antibiotic treatment was discontinued. The patient was recovered and discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, patient hospitalization and patient outcome were not reported. The day after event onset, the patient was treated with vancomycin (1 gm every 3rd day) and amikacin (125 mg every day) for the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.